Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent a ventral hernia repair with implant of an alleged bard/davol composix kugel patch. It is alleged that after the implant the patient began experiencing severe abdominal pain which was found to be the result of the mesh allegedly poking through the patient's peritoneum. Ni/ni/ni - patient underwent alleged removal of the composix kugel patch. The attorney alleges the patient suffered pain, abdominal pain, explant and defective mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It is alleged the patient had mesh "poking" through her peritoneum. Perforation is listed as a known possible adverse reaction "if the posiflex monofilament is cut or damage during insertion or fixation, additional complications may include bowel or skin perforation and infection." Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)